Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was hanging and not able to make fluoroscopy. Review of the system log file showed that system found problem with frontal ippc resulted in the system not being able to make fluoroscopy. The fse replaced the ippc and three hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and evaluation method codes were corrected.

Event description:
It has been reported to philips that the system software was hanging. The system was not in clinical use. There was no reported patient or user harm.